Event description:
It was reported that the user¿s ilet displayed an alert to connect the continuous glucose monitor (cgm) or dosing would stop, repeated rescans proved unsuccessful in repairing freestyle libre 3+ sensor and following app restart and sensor toggle the system produced a sensor error; the user¿s glucose was reported over 400 mg/dl, and the user initiated a new sensor while the ilet remained in use with education provided on ilet functionality during sensor connectivity interruptions. Customer support also included guided troubleshooting with app restart, sensor toggle, sensor rescan, and user education on alternate dosing. Symptoms included hyperglycemia without reported systemic illness. Outcomes included temporary interruption of automated dosing until cgm data resumed. Investigation of this case revealed a cgm pairing failure requiring initiation of a replacement sensor to restore data flow to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a sensor communication failure consistent with cgm pairing error.